Event description:
Tha ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a failure of the device to power on was observed. A follow-up report will be submitted when the manufacturer's investigation is complete.